Event description:
It was reported that during a lap nissen fundoplication procedure, during the first firing, no clips deployed and then the device dumped a large quantity of clips in the pt. No pt consequence reported. Case completed with another device of the same product code.